Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure the patient suffered a rupture in the descending abdominal aorta, directly above the bifurcation of the iliacs. Initially, a medtronic assurant stent had been placed in the patient¿s left iliac artery a month prior to facilitate passage of the edwards tavr devices. During the tavr procedure, during esheath insertion, the manipulation through the tortuous and calcified vessels on the left led to the esheath splitting thus a second esheath was opened. The second esheath was placed in the deep vessels and was difficult to manipulate past the assurant stent, which appeared to be miss-shaped with the manipulation. The esheath was, however, inserted past the bifurcation so the decision was made to continue with the procedure. Whilst the valve was being prepped, the vascular surgeon brought the esheath back beyond the bifurcation. When the delivery system was being inserted the physician was advised to advance the esheath, however, with the force of the delivery system being threaded through it, it became difficult. The valve was able to advance out of the esheath and was situated just beyond the bifurcation; however, that is where it got restricted. The medtronic stent was, by this stage, so damaged it wrapped itself around the valve, thus the valve could neither be retracted back into the esheath nor advanced any further in to the descending aorta. The decision was made to deploy the valve where it was; minimally beyond the bifurcation. The area of that part of the aorta was measured to be 19mm and being a 26mm valve, 4ml was removed from the indeflator. No pacing was used during deployment and deployment was done exceptionally slowly and controlled. Once the valve was inflated only about 40%, a rupture occurred in the aorta, which was caused by heavy calcium in the vessels. The patent¿s abdomen was then opened for a laparotomy, removal of the prosthetic valve and aortic bi-iliac grafts were performed. The patient is stable and recovering in the ICU. The descending abdominal aortic rupture was attributed to the deployment of the valve in a highly calcified vessel.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. In this case, per report, the cause for the descending aortic rupture was deployment of the valve in a highly calcified vessel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.